Event description:
Caller tested 2.6 inr on the coaguchek xs system while a comparison lab returned as 1.92 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
It was reported through a service report that the brakes were not holding. It is unk if there was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
The event occurred in (B)(6).